Event description:
It was reported that on (B)(6) 2022, due to the needs of the patient's condition, the outer package of the foley catheter was checked in accordance with the operating specifications, the outer packaging bag was torn off and the catheter was placed in the patient to retain the catheter and drain the urine. On (B)(6) 2022, the patient's condition improved and the catheter was pulled out according to the doctor's advise. When the gas in the air bag was extracted, it was found that the air in the air bag could not be drawn out, so that the urinary catheter could not be pulled out which aggravated the pain of the patient. After the urological consultation, the guide wire was passed through, but still the catheter could not be pulled out. It was stated that when the patient was under local anesthesia. A puncture needle was placed in the bladder to puncture the balloon under the bedside b-ultrasound positioning and the urinary catheter was pulled out. It was also stated that this would aggravate the suffering of the patient and increase the risk of infection. During inspection, the patient was in good condition and the adverse events improved. No medical intervention was reported for pain.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy." The device was not returned.